Event description:
Per the audiologist, the patient reported intermittencies, each lasting several seconds, through out the day while using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with electrode anomalies on three electrodes. Exchanging the external equipment did not solve the problem. Explantation/reimplantation scheduled for the following month, was cancelled and has not been rescheduled at the time this report was filed, july 03, 2008.